Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ injector luer n35j the luer broke inside the injector. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a broken luer of injector. The customer reported as follows: during preparation using the injector connected to a syringe, the hcp tapped the syringe to release air and then the injector-syringe connection part was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-jun-2022. H6: investigation summary one sample and several photos were provided to our quality team for investigation. Through visual inspection, the injector luer was observed to be broken off in the syringe, there was no other visible damage or defect observed that could have contributed to the luer breaking. A device history review was performed for lot 2106004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. All product was visually inspected, no damage or defects was observed on any of the injectors. All samples were properly connected to a syringe, protector, and vial. In all cases, liquid was properly aspirated and could move between the vial and syringe without issues, no leakage or luer breakage occurred. Product undergoes a series of visual and functional evaluations throughout manufacturing, including verifying all critical dimensions are within specification. Testing was reviewed for lot 2106004 and no issues related to the reported incident were identified. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd phaseal¿ injector luer n35j the luer broke inside the injector. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a broken luer of injector. The customer reported as follows: during preparation using the injector connected to a syringe, the hcp tapped the syringe to release air and then the injector-syringe connection part was broken.